Manufacturer narrative:
(B)(4). The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Per event description it should be noted that the cartridge reloads are equipped with a lock out feature to prevent the user from firing a partially fired or fully fired reload. That is if a reload is partially fired (one or two strokes of the device) the cartridge will lock out. In addition it is possible that the reloads were loaded incorrectly into the device. While loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap left lower lung cancer radical procedure, the surgeon proceeded with the following steps, installed an white cartridge into a short 60 and it could not fire at the second stroke of first firing. The surgeon removed this white cartridge and installed it into a regular 60, it still failed. Then the surgeon installed the blue unit into an regular 60, and it worked. Then installed an green cartridge into an regular 60, and it failed to fire at the second stroke of the third firing. The surgeon had to change to open surgery and used a linear cutter to complete the procedure. The whole procedure was delayed around one hour. The patient is fine now.